Event description:
Information was received that the patient's generator and lead were replaced.

Manufacturer narrative:
Patient identifier, corrected data: initial report inadvertently had extra character in patient identifier.

Event description:
Information was received that a patient is being referred for generator replacement due to low battery and a lead replacement due to high impedance. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.